Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had cosmetic damage. The customer¿s blood glucose level was 7.5mmol/l at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.